Manufacturer narrative:
Unable to perform the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system, excessive no delivery test or verify loose drive support cap due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that drive support cap was sticking out. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that pump end cap broke off and motor was broke. The insulin pump will be returned for analysis.